Event description:
It was reported that the lead would not fit into the lead introducer sheath because the distal tine on the lead was loose and slid up to the next tine. The tines were unable to collapse and fit through the introducer. The lead was not used with the patient and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_stylet_acc: lot# unk. Product typ: stylet: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Product typ: lead: product ID 37752, serial# (B)(4). Product typ: recharger: product ID 37743, serial# (B)(4). Product typ: programmer, patient: product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Product typ: implantable neurostimulator: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Product typ: extension. (B)(4). Analysis of tined lead model 3093-28, lot# v988006, showed that the distal tine on the lead was loose. There was no adhesive visible. Analysis of stylet model unk, lot# unk, showed no significant anomalies.